Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced excessively long sync times. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of excessively long sync times could not be determined. A root cause could not be determined.